Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. Date of hospitalization was unknown. It was not known that hospitalization was related to diabetes. Troubleshooting was not performed due to not able to make contact. The insulin pump will not be returned for analysis.